Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process, which occurred on a previous day but was resolved by replacing the cartridge. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and clarified the steps for the customer to safely manage and return their pump, which was still under warranty. A replacement pump was arranged due to the reported occlusion issues, with the customer agreeing to further troubleshooting and receiving guidance on transferring settings to the new pump.